Event description:
Pt was undergoing open total nephrectomy for a large renal cell carcinoma invading the collection system and occupying lower and mid kidney. He initially had undergone a laparoscopic ultrasound in the operating room to identify the extent of the tumor. He was positioned with flank up, almost supine. The renal vein and renal artery were carefully dissected free but left intact. A decision was made to proceed with a vascular gia stapler to divide the renal hilum. An endo gia stapler with a 45 mm vascular load was brought into the field. This was placed over the renal hilum. Once the blades were noted to be together and across both the renal artery and the renal vein, the device was fired. The device was noted to proceed up to 30 mm and then stop. A misfire was noted. Bleeding was identified at the area of the renal artery and renal vein. Pressure was then held over the renal hilar area. The endo gia device was not removed. At this time, a decision was made to place a second endo gia vascular stapler below the first gia in order to attempt to control the bleeding. Another 12mm trocar was placed into the lower abdomen. A new endogia handle with a 45 mm vascular load was placed into the abdomen. This was fired below the original gia but the bleeding did not subside. Pressure was then placed over the bleeding noted at the vena cava and renal artery stump. Vascular surgery was called for eval and performed a primary closure of the renal vein stump at the level of the vena cava and also on the renal artery stump. It was noted that no staple line was evident over either the renal artery stump or the renal vein stump at the level of the vena cava. Several unfired staples were also noted in the operative field.